Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for breakfast and delivered too large of a bolus resulting in low blood glucose ranging from 53 to 55 (mg/dl). Juice was consumed to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.